Event description:
During the procedure, it was noticed that the device was not cutting well, upon removal from the surgical field and examination of the device it was identified that the heat shrink had detached. Both the device and plastic piece were returned for investigation.

Manufacturer narrative:
Product event# (B)(4): investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 3.0s, product number: (B)(4), lot number: fl50866254, expiration date: 2018-02-05, quantity returned: 1 testing performed: device packaging inspection: -plasmablade¿ 3.0s device received inside a cardboard box with bubble wrap to fill the (B)(6) space and within two clear zip lock bags. -detached heat shrink returned inside a plastic cup. -no original packaging was returned therefore it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. -event summary report included. Device visual inspection: -device appears to have been cleaned prior to the return to mae, figure # 1. -device is used with biological fluids on body, handle, and shaft. -blood and other biological fluids present along the inner shaft and inside the suction tubing lines. -tissue build-up on the electrode, inside the suction opening of the finger grip and inside the returned heat shrink, figure # 2 thru figure # 6. -the heat shrink is melted and detached from the electrode and appears scratched, likely from an abrasive cleaning tool such as a scratchpad, figure # 2, figure # 3 and figure # 7. -photos from customer in pdf format are included with this complaint investigation and are labelled as ¿pe # (B)(4) ¿ 3.0s ¿ detached heat shrink ¿ photos from customer. -both cut and coag buttons have a definitive tactile feel. Functional inspection: functional inspection is not applicable as the complaint was confirmed via visual inspection lhr review: a review of the lhr for lot # fl50866254 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. Visual inspection confirmed the heat shrink was melted and detached from the electrode, scratched, likely from a scratch pad used for cleaning during use, which likely compromised the heat shrink¿s material integrity, as well as there was an accumulation of tissue build-up on the electrode and inside the suction opening of the finger grip causing the device to become clogged. The finger grip incorporates a suction lumen for the evacuation of smoke and fluids. The tissue and gunk build-up present on the electrode and inside the suction opening of the finger grip results in the overheating and melting of the heat shrink. The rf energy is affected by the gunk build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperatures and over time, it is possible for the heat shrink to degrade. The complaint will be tracked and trended in gch. It is plausible to suggest a likely cause of the failure is the electrode was not cleaned according to the IFU recommendations. It appears the electrode was cleaned with an abrasive cleaning tool, such as a scratch pad, which scratched, degraded and compromised the heat shrinks material integrity as well as the suction opening became clogged with tissue build-up resulting in the overheating and melting of the heat shrink, ultimately causing the heat shrink to degrade and detach from the electrode. Customers are properly trained for proper use prior to using the peak surgery system which includes reading and understanding the IFU. The IFU outlines proper cleaning and use of the plasmablade¿ and specifically relates to the reported complaint description as listed below: lbl-00166 rev. C ¿ plasmablade¿ 3.0s ¿ IFU ¿ precautions and warnings -when bending the blade, do not exceed a 45° angle. Do not bend more than three times. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to bend the blade; do not use forceps as this could damage the device. -do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. -eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. -activation of the hand piece simultaneously while aspirating fluid may alter the path of electrical energy away from target tissue. -unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance. -the finger grip also incorporates a suction lumen for the evacuation of smoke and fluids. (B)(4).